Event description:
Journal murata et al. "Deep brain stimulation of the posterior subthalamic area (zi.raprl) for intractable tremor." No shinkei geka 2007; 35(4): 355-362. Eight cases with severe essential tremor and 18 or tremor-dominant parkinson disease were treated with unilateral dbs of the area including the zona incerta and the prelemniscal radiation (zi/raprl). Tremors have been well controlled for 24 months with almost stable stimulation parameters, and no obvious adverse effects of stimulation. Reportable event: many patients experienced a transient sensation of tingling irritation when stimulation was started, but it disappeared with a few seconds and did not pose a problem in the clinical therapeutic range. Article did not stated exact number of patients effected.